Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of over 600 mg/dl at the time of the incident. The customer did not mention how they treated at the hospital. The customer mentioned they think they fell because of the high blood glucose and was found on the floor with a broken hip. The customer was wearing the insulin pump during the incident. The customer had only had the insulin pump on for a few hours starting on (B)(6) 2020. The customer had previously been hospitalized for another high blood glucose event on (B)(6) 2020. Troubleshooting was not completed as the customer was not currently on the insulin pump. The insulin pump will not be returned for analysis.